Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. Corroded keypad traces and moisture damage to the electronic assembly were also noted. No moisture damage was found on the motor, battery tube or vibrator assembly. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had moisture exposure and alarmed motor error during set change. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated the insulin pump fell off into a cooler of ice water. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).